Event description:
A medtronic representative reported that during a spinal fusion case, the surgeon had inserted the straight thoracic probe into the pedicle, cranked on it, and it came out twisted. They finished the case using another straight thoracic probe. There was no impact to the patient.

Manufacturer narrative:
The patient gender and weight is unknown at this time. A replacement probe was sent to the site on (B)(6) 2012. The suspect probe was received by the manufacturer on (B)(4) 2012 for mechanical evaluation. As reported, the tip of the instrument is twisted. The bent instrument tip directly caused reported event.